Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
A review of the new system revealed, this record was not submitted. The system has been providing errors during submission. Correction action: submitted record on day of discovery. Alert vendor of any errors received, during the submission of the record for further research and investigation. Preventative action: run report to ensure records have been transmitted by their respective due date.

Event description:
Implant failed to osseointegrate.